Event description:
It was reported that during a interventional procedure of the heavily calcified superficial femoral artery, the fox plus balloon was being inflated to 12 atmosphere (atm) and ruptured during the first inflation. The device was removed from the anatomy without incident. A second 5.0 x 80 mm fox plus was used to complete the procedure with a good result. There was no clinically significant delay of the procedure. There was no reported adverse patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It may be possible that the rupture occurred as a result of interaction with the lesion site which was described as heavily calcified. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Without having the fox plus to examine, a definitive cause for the reported balloon rupture could not be determined. However, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.